Manufacturer narrative:
Follow-up #1: date of submission 27-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 03-nov-2017 with the following findings: a review of the pump¿s black box and alarm history confirmed a cs 069 alarm, which is written in the pump's black box as cs87. The pump was powered on and a hard cs69 alarm was shown and could not be reset. The cs69 alarm was found to be caused by a u39 flash chip.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 069 call service alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.